Manufacturer narrative:
A review of the manufacturing records for the device could not be performed as lot/serial numbers were not available. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instruction for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, embolization (micro or macro) with transient or permanent ischemia.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. After all gore® excluder® devices were implanted, it was reported that intra-operative angiography showed no blood flow in the left external iliac artery. Therefore, a bare-metal stent (epic, 10 mm x 60 mm) was additionally implanted in the left external iliac artery, and the blood flow was recovered. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s left common iliac artery was in poor condition and notable mural thrombi were present. Therefore, it was a possibility that 1) insertion of the sheath, 2) deployment of the contralateral leg component in the left side, or 3) inflation of a balloon (reliant stent graft balloon catheter) scattered the thrombi in the common iliac artery, and those blood clots embolized the external iliac artery.